Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 43 mg/dl. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Customer had some surgery and had to do some sick mode. Customer reported insulin pump was worn during a medical procedure or test around an magnetic resonance tomography. Customer did wore the insulin pump on during laser treatment. Customer performed displacement test which was completed. Customer does not alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.